Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had shorter than usual battery life. During troubleshooting, it was noted that there were replace battery alarms occurring without low battery alarms occurring prior. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 10/15/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump battery compartment was observed to be cracked from the threads to the case seal but the returned battery cap was able to secure to the pump. The pump was observed to have moisture in the battery compartment and on the underside of the battery cap. When attempting to power on the pump, the pump remained unresponsive due to the moisture issue. A leak test was performed and found that the pump was leaking from the damage in the battery compartment. The pump was opened and no additional moisture was observed in the main pump compartment. Testing of the alleged battery life issue was unable to be completed due to pump unresponsiveness.